Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Time of recommended replacement time (rrt) in save to disk on (B)(6) 2011, device rrt was less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equals 2.630 to 2.596 volts minimum between (B)(6) 2011 and (B)(6) 2011. There were (B)(6) patient alerts for low battery voltage on (B)(6) 2011 and (B)(6) 2011.